Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received that stated that there was no undersensing at all. The patient was in an accelerated junctional rhythm and the device was operating within normal parameters. No programming changes or intervention was required.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a remote transmission indicated potential right atrial (ra) lead undersensing. The lead remains in use. No patient complications have been reported as a result of this event.